Event description:
Swelling on right side of cheeks [swelling face]. Redness on right side of cheeks [erythema]. Right rear pain [ear pain]. Enlarged lymph node [lymphadenopathy]. Case description: licensee-spontaneous report was received on (B)(4) 2012, from a physician regarding a pt, initials and sex unk. The pt's medical history was not provided. On an unspecified date, the pt initiated prevelle silk injection on "upper" cheeks, dose regimen not provided. Subsequently, on an unspecified date, the pt experienced swelling and redness mostly on the right side. Treatment received, if any, was not reported. The action taken with prevelle silk treatment was not provided. The outcome for the events of swelling and redness were not provided. Relevant concomitant medications were not provided. The intensity for the events of swelling and redness were not provided. The relationship between prevelle silk and the events of swelling and redness were not provided. The product lot number was reported as y1001. Follow-up info was received on (B)(4) 2012, from a physician. The pt is a (B)(6), female, initials (B)(6). The pt's medical history is significant for flat cheeks and sunken eyes. On (B)(6) 2012, the pt initiated prevelle silk injection on "upper" cheeks. On (B)(6) 2012, the pt experienced swelling and redness mostly on the right side. Also, on (B)(6), 2012, the pt presented with right ear pain and "enlarged lymph node." The pt required the following treatments: ketoderm; benadryl; prednisone (dates and doses not provided). Relevant concomitant medications were not provided. The intensity for the events of swelling and redness was assessed at moderate. The intensities for the events of right ear pain and enlarged lymph node were not provided. The relationships between prevelle silk and the events of swelling and redness were both assessed as definite. The relationships between prevelle silk and the events of right ear pain and enlarged lymph node were not provided. The outcomes for the events of swelling and redness were recovered (date not provided). The outcome for the events of right ear pain and enlarged lymph node were not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of prevelle silk is not affected by this report.